Manufacturer narrative:
B5: additional information was received that the valve was implanted low in a patient with a horizontal, bicuspid valve with interference between anterior mitral leaflet and the valve which caused worsening of mitral valve function. In addition, it was reported the post-procedure echocardiograms showed a mean aortic insufficiency due to pvl and moderate-severe mitral insufficiency mainly due to posterior mitral leaflet retraction. Initial impingement of the anterior mitral leaflet could not be excluded due to the position of the aortic prosthesis. Nine days following valve implant, a valve scan was performed which showed no change in the position of the prosthesis. In consideration of the pvl, the worsening function of the mitral valve, and the subsequent hospitalization thirty days following valve implant, for pulmonary edema, the physicians chose to proceed with cardiac surgery to explant the prosthesis. Two months, fifteen days following valve implant the valve was explanted and replaced with a surgical bio prosthesis. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. This event reported increased gradient measurements and that the valve had migrated. Increased gradients can be related to valve degeneration, thrombus, or calcification. Non-valve related factors such as left ventricular outflow tract obstruction, patient pressures, and left ventricle dysfunction can also impact increased gradients. Potential factors that can influence valve migration include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy or a balloon aortic valvuloplasty (bav). Mitral regurgitation can potentially be affected by factors such as an implant depth which can impinge on mitral valve function or damage to the mitral valve itself. With the limited information available, (no angiographic records for review), an assignable root cause of this incident cannot conclusively be determined. However, it was supected that the mitral regurgitation / mitral interaction was the result of the user implanting the valve low in the patient's anatomy. This event description does not indicate device misuse or malfunction or a potential manufacturing issue updated codes: eval codes: method, results and conclusion medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that seventy eight days following the valve implant procedure, a valve with "20/9 gradient" migrated into the left ventricular outflow tract (lvot) which resulted in severe paravalvular leak (pvl). The valve was explanted. No additional adverse patient effects were reported. Updated data: b7, h6: additional patient codes. Updated device, method and conclusion codes product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days after the implant of this transcatheter bioprosthetic valve, complete atrio-ventricular (av) block was reported and a permanent pacemaker was implanted. No additional adverse patient effects were reported.